Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump suspended insulin delivery for an unknown reason. The customer was able to resume insulin delivery and the blood glucose level was not impacted. Tandem technical support reviewed the pump t:connect data and no alerts or alarms were found for that day.